Manufacturer narrative:
Device evaluation summery: device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery faults) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a defective (B)(4) battery chip. The root cause for the defective battery chip could not be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that battery faults. The patient was issued a replacement battery pack.